Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensing due to crosstalk exhibited by the implantable cardioverter defibrillator (ICD). No interventions were made. There were no patient symptoms reported.